Manufacturer narrative:
A review of the image result files showed that cells 1 and 2 of initial testing were interpreted as negative by the echo. Visually, cell 1 appeared positive. Cell 3 resulted as equivocal, however, the customer edited the reaction to negative. Visually, cell 3 appeared positive. The customer was aware of technical communication (B)(4), which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).